Event description:
Using covidien pdb trocar dissecting balloon. It was inflated as usual. After about 4 minutes into the procedure, the balloon burst. Surgeon removed trocar with burst balloon. Surgeon had to remove a piece of fractured balloon from patient pre-peritoneal space.